Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as blank display and insulin pump was broken. Customer¿s blood glucose level was 430 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display returned after insulin pump restart. Customer also stated that the screen was fading out. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.